Event description:
The patient was reportedly experiencing intermittency, followed by loss of sound. External equipment was exchanged; however, this did not resolve the issue. Testing of the device confirmed that the patient's device is not functioning. Surgery to explant the device is being evaluated.